Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a red call doctor icon was observed on the communicator due to a high out-of-range shock impedance measurement greater than 125 ohms on this right ventricular (rv) defibrillation lead. This rv lead remains in service, and no adverse patient effects or interventions were reported at this time.